Event description:
It was reported during device upgrade, externalized conductors were observed. Noise and low impedance were noted. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.